Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's father that the customer has been experiencing high blood glucose. Also, the customer has been having issues with sensor. The customer stated the cannula was bent. The sensor glucose was 250mg/dl and blood glucose was 450mg/dl.